Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." A potential root cause not identified. Align's clinical review indicates that available patient records showed tooth #14 had undergone prior endodontic treatment and presented with a large dental restoration consistent with a full coverage crown. Initial periapical radiographs demonstrated a radiolucent area along the mesial root on the distal aspect, which may represent an early sign of endodontic failure, although confirmation would require additional clinical documentation. The patient completed an initial orthodontic treatment phase consisting of 23 aligners, followed by a second refinement phase of 7 aligners. The final orthodontic treatment plan in which tooth #14 was present was delivered on (B)(6) 2021, and the treatment plan did not indicate that the tooth was subjected to significant programmed movement. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of loss (extraction) of tooth #14. No additional information is available at this time. Attempts to obtain additional information about the event were unsuccessful.